Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant air-in-line message through the history log, but could not reproduce it. Evaluation found that the upstream sensor reading with a fluid filled tube was below specification and determined the cause to be a failed upstream sensor. The failed upstream sensor was replaced. See scanned page.

Event description:
It was reported that a spectrum pump had a constant air-in-line message. It was also reported that there was no patient incident.